Event description:
It was reported that the gastrointestinal videoscope had incompatible scope. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit is dirty. A definitive root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.